Event description:
Procedure type: lap gastric banding. According to the reporter: needle broke when toggling, a piece was removed from the patient tissue and other piece was stuck in the device. Surgery time was extended 10 minutes. It is not know what was done to finish the case. No blood loss reported and no other information provided.

Manufacturer narrative:
.